Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 3.50x8mm promus element plus stent was selected to treat the target lesion. However, during the procedure the proximal shaft of the stent delivery system(sds) snapped in the physician's hand while trying to advance the device around a "very tricky tortuous circumflex lesion." The device was retrieved intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50x8mm promus element plus stent was selected to treat the target lesion. However, during the procedure the proximal shaft of the stent delivery system(sds) snapped in the physician's hand while trying to advance the device around a "very tricky tortuous circumflex lesion." The device was retrieved intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned to the cis in two pieces. The hypotube was broken 225mm distal to the strain relief. A visual and microscopic examination found that no issues with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50x8mm promus element¿ plus stent was selected to treat the target lesion. However, during the procedure the proximal shaft of the stent delivery system(sds) snapped in the physician's hand while trying to advance the device around a "very tricky tortuous circumflex lesion." The device was retrieved intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).